Manufacturer narrative:
The device history record (DHR) confirms that the device met all material, assembly and performance specifications. During visual inspection, the guidewire tip appeared to have been over-shaped and the guidewire was noted to be kinked/bent at 19cm from the proximal end. The guidewire ptfe coating was noted to be peeling in multiple areas to 40cm from the proximal end. The surface of the hydrophilic coating was rough. Bubbles with un-collapsed and collapsed dome and unknown substance (appeared to be excessive coating) were noted in multiple areas to 10cm from the distal. The core wire distal end was observed through the distal tip dome. During functional inspection, an attempt was made unsuccessfully to advance the guidewire through a demonstration microcatheter, due to damage at the distal tip of the guidewire friction was noted immediately once in hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information indicates there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, the guidewire tip was shaped 45 degrees, continuous flush was set up and maintained throughout the clinical procedure, other devices used in the procedure in conjunction with the subject device was long sheath, microcatheter, distal access catheter, flow diverter and the patient¿s anatomy was moderately tortuous. The procedure was completed with another synchro. No other difficulties encountered during the usage of the device contributed to the issue. The issue was noted on the guidewire distal section, during the procedure while tracking the synchro in the anatomy. Analysis of the returned device found the guidewire tip had been over shaped. Scraping and peeling of the ptfe was evident from the proximal tip to approximately 40cm from the proximal end and most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer. Analysis of the returned device also found and a kink was noted 19cm from the proximal end which indicates the device encountered a force during use. The hydrophilic coating had bubbles with un-collapsed and collapsed domes present in multiple areas to 10cm from the distal end. The bubbles found on the distal end of the device were analyzed by research and development. Based on the results of sem and edx testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined but most likely occurred during manipulation of the device while in the patient¿s anatomy. The as reported and as analyzed 'guidewire distal tip poor shape retention¿ in addition to the as analyzed ¿guidewire ptfe coating peeling¿ will be assigned ¿handling damage¿ as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use. An assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿guidewire does not have smooth movement¿ in addition to the as analyzed ¿guidewire kinked/bent¿ and ¿guidewire hydrophilic coating surface rough¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
Analysis of the returned device found that the ptfe coating on the subject catheter was found peeled in multiple area. There were no clinical consequences to the patient reported as a result of this event and procedure was completed successfully